Event description:
Major pump unit(s) involved: external control system failure; device thrombosis. Additional text: suspected thrombus to pump as evidenced by pi<2; driveline fracture/cut in or for bowel resection. Specific component(s) involved: driveline malfunction. Additional text: driveline fracture/cut in or for bowel resection. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure, device thrombosis specific component(s) involved: driveline malfunction.